Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse booted the system and the integrated electro surgical unit (iesu) came up without error. The fse replaced the iesu to resolve the reported issue. The fse performed electrical safety tests and fired monopolar and bipolar instruments without system issues. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. The failure analysis investigation confirmed and reproduced the reported complaint. The unit was placed on an in-house system and ran in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. The investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. Additional log reviews confirmed that system sk3090 was used on (B)(6) 2022 for a simple prostatectomy procedure. This complaint is reportable due to the following: the iesu generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup or third-party iesu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure being converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the operating room (or) staff called intuitive surgical, inc. (Isi) technical support to report that the integrated electro surgical unit (iesu) generator quit working and was having error messages on the screen. Before calling in for assistance, the customer power cycled the iesu generator and the iesu started to work again. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and the generator was having repeated c-42,c-38, c-30 errors. The tse recommended to perform a hard power cycle on the iesu generator and to do a full reset of the generator. The customer elected not to do any troubleshooting because the iesu started to work again. The customer will try the hard power cycle of the generator if they have any more errors. The site was continuing the procedure with no reported injury. The customer called back to report that they had hard power cycled the iesu and the system, but the issue persisted. The customer had tried all generator ports, but the issue was occurring on all. The tse suggested the customer swap the vision side carts (vsc), from their other system or use an alternate generator by swapping to a force triad. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.